Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced bent sensor cannulas and a needle breakage from the sensor into her body. She complained of blood at the sensor insertion site, which she was able to stop using gauze. The customer stated that the sensor was not fully inserted and found the site to be uncomfortable. She also reported that she had been experiencing inaccurate readings with previous sensors. The customer reported high blood glucose levels, which she treated with the insulin pump. The blood glucose reading was 362 mg/dl. Nothing further reported.